Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient encountered direct trauma in the area of the device. It was noted that at a later date this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of an explant due to a reported infection. No additional adverse patient effects were reported.